Event description:
The user discovered questionable vancomycin results for two patient samples from the cobas integra 400 analyzer (B)(4) after the results were questioned by a pharmacist. Of the data provided, the results for one sample were discrepant. The result from cobas integra 400 analyzer (B)(4) was 32.4 ug/ml. The result from cobas integra 400 analyzer (B)(4) was 34.7 ug/ml. The result from a sister lab using a siemen vista analyzer on (B)(6) 2011 was 24.7 ug/ml. The result of 32.4 ug/ml was reported outside the laboratory. The patient was not adversely affected. The user declined a service visit as she believed the integra results to be accurate.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same data was reported for cobas integra 400 analyzer (B)(4) in the medwatch with patient identifier (B)(6).